Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the ae (adverse event) was resolved (there was no treatment). The stop date of the ae as it has been resolved is ¿not available yet". Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the left internal carotid artery-communicating (c7 segment) aneurysm procedure, subject flow diverting stent was successfully implanted. Three months post procedure, patient had transient right hand hemiparesis with residual hollow hand sign. Imaging showed 4 ischemic spots in the left mca (middle cerebral artery) and left anterior carotid. According to site this adverse event had a causal relationship with the procedure, disease under study and subject flow diverting stent. The adverse event was resolved without any treatment. No additional information available.

Event description:
It was reported that during the left internal carotid artery-communicating (c7 segment) aneurysm procedure, subject flow diverting stent was successfully implanted. Three months post procedure, patient had transient right hand hemiparesis with residual hollow hand sign. Imaging showed 4 ischemic spots in the left mca (middle cerebral artery) and left anterior carotid. According to site this adverse event had a causal relationship with the procedure, disease under study and subject flow diverting stent. The adverse event was resolved without any treatment. No additional information available.

Manufacturer narrative:
Device remains implanted.